Event description:
Additional information was received indicating that lead insulation damage was suspected. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, it was noted there was varying high voltage impedance values on the right ventricular (rv) lead. Technical support was contacted and suspected an internal circuitry issue and recommended replacement of the rv lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.